Manufacturer narrative:
Additional information was received that the patient had a competitor's device. It was noted the patient had old lead and m1 would not hook up. The patient will no longer undergo a revision procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an ipg replacement procedure.